Manufacturer narrative:
Date of event and explant is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107073. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. Surgical intervention was undertaken in (B)(6) 2024 wherein the entire scs system was explanted to address the issue. Investigation was unable to determine which led attributed to this issue.